Manufacturer narrative:
Block b3: exact date unknown, event occurred a year from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6). Batch/lot number: 17411502 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to infection. The patient was doing well postoperatively. The explanted device components were discarded. No other information could be obtained.